Manufacturer narrative:
Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced three infusion set fell off events during use. The infusion sets had been used for 12 hours, 2 day and less than 1 day. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.